Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the customer found that the monopolar curved scissors (mcs) had a burnt shaft close to the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the monopolar curved scissors (mcs) had a burnt shaft, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs was analyzed and found to have thermal damage on the orange tube extension at the distal end. The thermal damage was on the outside. There was no damage to the conductor wire or insulation. The mcs instrument was placed and driven on an in-house system. The mcs passed the recognition and engagement tests. The mcs instrument moved intuitively with full range of motion in all directions on several attempts. The scissors opened a closed properly. The instrument passed continuity test. The mcs instrument released energy. No smoking or arcing was observed coming from the instrument. The complaint regarding the burnt shaft was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to damage during use. This complaint is considered a reportable event due to the following conclusion: the customer alleged that the heating part of the mcs burnt the shaft close to the tip of the monopolar curved scissors. Failure analysis found thermal damage on the orange tube extension at the distal end. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.